Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual condition and with one reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior procedure, the device misfired, there was an incomplete staple line. Procedure completed with same/like device. Procedure was delayed by 5 minutes. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.